Event description:
It was reported that the radical-7 speaker does not function. No audible alarms or sounds are emitted. No error codes displayed. The device display functions and it is able to engage in patient monitoring. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation it was confirmed that there was no alarm tone. The speaker was replaced and the unit functioned as designed. A service history record review reveals that this unit was in field for over eight (8) years with no previous reported issues prior to this reported event.